Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune tibial prep was done according to technique. The stem was overreamed by 1 mm. The definitive construct sat proud by 2 mm. It would not fully seat, and the broach and trials did fully seat. The pressfit between the trials and the real implants is too much. No surgical delay is noted. Doe: (B)(6) 2020.

Manufacturer narrative:
Product complaint # ==>(B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: corrected: h8